Event description:
According to the reporter, during the laparoscopic appendectomy procedure, the stapler mis fired. The physician was concerned about the appearance of the fired staples and there appeared to be extra staples that were not incorporated into the tissue after the firing. The surgeon requested another stapler and proceeded to resect the original staple line with several new reloads without any further issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.